Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. The device history record (DHR) could not be reviewed as the device serial number was not provided. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. A definitive root cause could not be determined; however, it is likely that patient related factors contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that an aortic valve was explanted after an implant duration of approximately three (3) years and seven (7) months due to patient prosthesis mismatch leading to high gradient. According to the surgeon, at the time of implant, the patient had a 5cm dilated aortic root. Per surgeon's opinion the root should have been replaced but it was not and the mismatch in the size of the valve and aorta caused greater turbulence and stagnation of blood in the root. When the patient returned, the gradient across the valve was high. Fibrin was also noted in the cusps of the valsalva. On explanting the valve, the surgeon observed fibrin on both sides of the valve, but the valve maintained a normal structure. He stated this was not a classic degeneration of the valve and observed the issue was due to the aforementioned issues. Patient was discharged home after the procedure.

Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Image evaluation was performed through two color images provided by the customer. The images included a photo of the outflow aspect and a photo of the inflow aspect. Customer report of high gradient and fibrin was visually confirmed. Moderate to heavy host tissue overgrowth was observed on the inflow aspect of the leaflets. What appeared to be thrombotic material was observed on the outflow aspect of the leaflets. Moderate host tissue was observed on both aspects of the stent circumference. Host tissue and thrombus likely restricted leaflet mobility, and thus leading to the reported high gradient.